Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors involved with this complaint to perform evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi received the cadiere forceps (cf) instrument used in the same procedure of the mcs and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. Further investigation found localized melting on the main tube near the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) possibly caused thermal damage to the cadiere forceps (cf) instrument. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the additional information. However, the customer was not able to provide further detail of the reported issue.